Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was high; the exact value was not known. In an attempt to address the bg level, after changing the supplies to the pump, a bolus of insulin was delivered and insulin injections were used. The customer went to the emergency room and was admitted to the hospital for the high bg level. The customer was taken off of the pump and was treated with an insulin drip. The customer was discharged approximately 4 days later. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.